Event description:
No delay in pt diagnosis. Customer reported diagnostic cells outside the 22 fields of view (fov) which were found during qc inspection. Pt was originally signed off as negative, then changed to lsil. Customer reported the slide was unavailable for the cas to review. Customer does not want to f/u further.